Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a message was displayed on a programmer noting the pacemaker was in backup vvi mode. The device was re-interrogated and there was no backup vvi mode. A telemetry anomaly was suspected. The patient had experience presyncope or dizziness and it was unknown if the symptom had been related to a device issue. The patient was to proceed with regular follow up. There were no other patient consequences